Manufacturer narrative:
Block d2b: pro code: qrb. Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn:m365sc2366500. Model:sc-2366-50. Serial: (B)(6). Batch: (B)(6).

Event description:
It was reported that the patients spinal cord stimulation (scs) lead on the arm was too close to the surface of the skin and was causing pain. The patient underwent a revision procedure wherein the scs lead was repositioned deeper. The patient was doing well postoperatively, and the leads remain implanted.